Event description:
The affiliate reported that according to the customer, the hospital has experienced over the last several months, that duraform was dissolved within a very short time period in 5-7 procedures. In all these cases a 2nd operation became necessary and no duraform could be found in the places where the product was originally implanted. There were 2 cases where the duraform disappeared within one and three days respectively after implantation. The hospital is going to collect further data and will provide it shortly. Please see complaints (B)(4).

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned.

Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records have been conducted and they revealed that the device conformed to all manufacturing and quality testing/inspection specifications prior to being released to stock. If at some point the device is returned for evaluation this complaint will be re-opened and investigated. Based on this evaluation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device not returned.